Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga powerglide pro midline catheter delivery assembly. The catheter was not returned for evaluation. Usage residues were observed throughout the sample and the safety mechanism was engaged over the needle tip. The wire protruded from the needle shaft. A kink was observed in the coil region of the wire near the weld tip. Both the coil wire and the core wire were intact. Microscopic inspection of the sample confirmed a kink in the wire and confirmed the presence of biological residue throughout the coil region of the wire. The kink in the guidewire was consistent with damage caused by attempted advancement against resistance and by manipulation following advancement. The biological residues suggested that such resistance/manipulation occurred during device use. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported that the facility have had some issues with the wires breaking upon deployment. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported that the facility have had some issues with the wires breaking upon deployment. No other information was provided.